Event description:
It was reported the customer was changing the battery cap and noticed battery acid in the battery compartment. Customer's blood glucose was 123 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with corroded battery tube, corroded battery cap contact, cracked battery tube threads, minor scratched lcd window, and cracked reservoir tube lip.